Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Specified target range 2.4-3.0 inr. Number of repeat measurements: 3 all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned material and the retention material meet specifications. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393937) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meters serial numbers (B)(4), compared to an unknown laboratory method. On (B)(6) 2019, the result from meter (B)(4) was 6.3 inr. The result from the laboratory was 4.5 inr. On (B)(6) 2019, the result from meter (B)(4) was 3.7 inr. The result from the laboratory was 2.7 inr.